Manufacturer narrative:
The pump was received with no button response, problem isolated to the keypad assembly. Unable to perform the displacement test and self test due to no button response.

Event description:
The customer reported via phone call that the insulin pump had a unresponsive buttons. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer stated that all buttons were responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.